Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping tones from this device. Boston scientific technical services (ts) explained possible reasons for device to beep. Additionally, patient was told that this device battery was depleting quicker than expected. To date, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping tones from this device. Boston scientific technical services (ts) explained possible reasons for device to beep. Additionally, patient was told that this device battery was depleting quicker than expected. To date, this device remains in service. No adverse patient effects were reported.